Manufacturer narrative:
This complaint was originally reported to the FDA under (B)(4) (report number: 3004904811-2016-00050) however the report was submitted under the incorrect manufacture site. Evaluation summary: one recorder was received for evaluation. The device was calibrated by capsule simulation. The performed record study was confirmed to be 48 hours. Following study was uploaded and all functions were successful. The reported problem was not confirmed. A review of the device history record was performed and confirmed that product met finished product specification.

Event description:
According to the reporter, after an esophageal procedure, it was noticed that the procedure resulted in a short study. The study ended abruptly at 25 hrs 38 min. The patient reported the recorder turned red and then stopped responding to any button pushes.